Manufacturer narrative:
Company comment: the serious events of abscess and inflammation, and the non-serious events of oedema, induration, pain and erythema at implant site, and purulent discharge were considered expected and possibly related to the treatment procedure. Seriousness criteria includes the need for multiple medical interventions, drainage, and hospitalization to prevent permanent damage. The potential root causes includes the injection procedure associated with inadequate aseptic technique. A potential contributory factor could include a viral infection. The non-serious events of viral infection, malaise, and diarrhea were considered unexpected and unrelated to the treatment. Alternative etiologies could include community-acquired infections or concomitant treatment with secukinumab, leading to alteration of immune system homeostasis. Sculptra was intentionally misused with regard to reconstitution and cannula use. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations were conducted to assess the potential root cause, including assessments of causality, expectedness and seriousness. In addition, a lot trending analysis was performed to determine the number of medical complaints associated with the specific lot number. To date, this case remains the only medical complaint reported for the lot. A repeat batch record review was also conducted. No potential quality issues were identified in the manufacturing process of the specified batch. The batch was manufactured and released according to the galderma quality management system. The investigations performed provided sufficient information to assess the potential root cause and indicated a possible association with the treatment procedure, potentially related to inadequate aseptic technique. Bacterial abscess infection is listed in the product instructions for use and is a known risk associated with the use of the product and following injection procedure-related issues, such as an improper aseptic technique. Therefore, this event does not represent a new or previously unidentified hazard. Based on the information available, there is no evidence to indicating a non-conforming product or malfunction. The investigations performed are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 10-mar-2026 by a physician concerning a 67-year-old caucasian female patient. The patient had an unspecified medical history. She was not pregnant or breastfeeding. Concomitant medications included levothyroxine [levothyroxine], cosentyx [secukinumab], zepbound [tirzepatide] administered once monthly, omeprazole [omeprazole], fluvastatin [fluvastatin], estrogens ad glucosamine [glucosamine]. No information about history of allergies or previous filler treatments has been provided. On (B)(6) 2026, the patient received treatment with 1 ml of restylane skinboosters vital lidocaine (lot 26902, expiry date 30-jun-2026). A total of 0.2 ml was administered to the middle third and 0.3 ml to the lower third of each hemiface for facial laxity, using a 22g × 50 mm cannula (model 22[?]50[?]21) with a fan technique and retroinjection. On the same day, the patient also received treatment with 10 ml of sculptra (lot 5j3402, expiry date 30-jun-2028), 1.5 ml to upper third, 1 ml to middle third and 2.5 ml to lower third was administered to each hemiface using a 22g x 50 mm cannula (model 22-50-21) with fan-like movements in retroinjection for facial laxity. One vial of sculptra (lyophilized powder) was reconstituted with 8 ml of sterile water [water for injection] and 2 ml of 2 % lidocaine [lidocaine] without epinephrine.one vial of sculptra was reconstituted with a total volume of 10ml/was injected using 22g x 50 mm cannula (intentional device misuse). On the same day, the patient also received treatment with botox [botulinum toxin type a] (batch number d0623c3). A total of 84 ui was administered to the upper third of the face for static and dynamic wrinkles. The physician reported that all procedures were completed without immediate complication. On (B)(6) 2026, the patient returned to her country of residence, the united states. On (B)(6) 2026, the patient contacted the hcp and reported that she experienced inflammation (implant site inflammation) at the level of mandibular angle. During a virtual evaluation, bilateral mandibular angle swelling/edema (implant site oedema) was observed. Additionally, the patient reported a recent viral syndrome/viral illness (viral infection) with malaise (malaise) and diarrheal episodes (diarrhoea). The patient described pain on palpation (implant site pain) and mild erythema (implant site erythema) but denied fever. On the same day, the hcp initiated treatment with naproxen [naproxen] 275 mg every 8 hours for 5 days and prednisolone [prednisolone] 5 mg every 8 hours for 7 days. On (B)(6) 2026, the patient was reassessed virtually due to persistent inflammation with minimal improvement of the edema. There was bilateral erythema of the lower facial third, induration (implant site induration) and pain on palpation, without fever or discharge. The patient was advised to continue with the corrective treatments, and a soft-tissue ultrasound was ordered. On (B)(6) 2026, the patient reported she underwent bilateral drainage of inflammatory lesions with abundant purulent material (purulent discharge). Following this, an unspecified antibiotic therapy was initiated, and a culture of the drained secretion was ordered. An initial diagnosis of a facial inflammatory reaction possibly related to a previous viral infection was made, based on the gastrointestinal symptoms presented by the patient including diarrhea and general malaise. However, this diagnosis was ruled out during the first dermatological evaluation, which documented a local abscess-like infection (implant site abscess). On (B)(6) 2026, the culture results were reported and revealed staphylococcus epidermidis (1×10² copies) and corynebacterium minutissimum, corynebacterium striatum, and corynebacterium jeikeium (1×10² copies). The patient reported to the hcp that a dermatologist in the united states performed the drainage and initiated treatment with doxycycline [doxycycline]. On (B)(6) 2026, the patient was hospitalized and received intravenous treatment with piperacillin-tazobactam [piperacillin, tazobactam] and vancomycin [vancomycin]. On an unknown date in (B)(6) 2026, the patient was discharged from the hospital. Following discharge, the patient continued outpatient unspecified antibiotic treatment, however, no further details were available. In the most recent communication, the patient informed the hcp that she had completed the antibiotic treatments and was awaiting evaluation by the plastic surgery team to determine the need for additional procedures. At initial reporting on (B)(6) 2026, the reporting physician assessed the adverse events as severe, with possible causality, and the outcome remained not recovered. The patient was undergoing continuous clinical follow-up. At follow[?]up reporting on 06[?]apr[?]2026, the patient reported to the hcp that the infectious process had resolved, that she had completed the prescribed antibiotic treatment, and that she was awaiting a potential follow[?]up procedure with plastic surgery. Outcome at the time of the report: abscess-like infection was recovered/resolved. Inflammation was not recovered/not resolved/ongoing. Purulent material was recovered/resolved. Swelling/edema was not recovered/not resolved/ongoing. Induration was not recovered/not resolved/ongoing. Erythema was not recovered/not resolved/ongoing. Pain on palpation was not recovered/not resolved/ongoing. Viral syndrome/viral illness was not recovered/not resolved/ongoing. Malaise was not recovered/not resolved/ongoing. Diarrheal episodes was not recovered/not resolved/ongoing. One vial of sculptra was reconstituted with a total volume of 10ml/was injected using 22g x 50 mm cannula was recovered/resolved. Tracking list: v.0 initial report: v.1 fu received on 31-mar-2026 and 06-apr-2026 from the same reporter. Event of implant site abscess was added. Outcome of infection events and corrective treatment details were updated. Batch record review results were obtained on 23-mar-2026 for restylane skinboosters vital lidocaine and on 21-apr-2026 for sculptra.

Manufacturer narrative:
Company comment: the serious events of inflammation, oedema at implant site and purulent discharge and the non-serious events of induration, pain, erythema at implant site and viral infection were considered expected and possibly related to the treatment procedure. Seriousness criteria includes the need for multiple medical interventions, hospitalization and drainage to prevent permanent damage. The potential root causes includes the injection procedure associated with inadequate aseptic technique. The non-serious events of malaise and diarrhea were considered unexpected and unrelated to the treatment. Alternative root cause includes community acquired infections, or concomitant treatment with secukinumab leading to alteration of immune system homeostasis. The sculptra was intentionally misused with regards to reconstitution and cannula use. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure or the product. The reported lot number was valid and verified the reported product. To date, this is the only case report received for the lot number. A repeat batch record review will be conducted to rule out potential non-conforming product, and additional case information will be requested. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number: (B)(4) is a spontaneous report sent on 10-mar-2026 by a physician concerning a 67-year-old caucasian female patient. The patient had an unspecified medical history. She was not pregnant or breastfeeding. Concomitant medications included levothyroxine [levothyroxine], cosentyx [secukinumab], zepbound [tirzepatide] administered once monthly, omeprazole [omeprazole], fluvastatin [fluvastatin], estrogens ad glucosamine [glucosamine]. No information about history of allergies or previous filler treatments has been provided. On (B)(6) 2026, the patient received treatment with 1 ml of restylane skinboosters vital lidocaine (lot: 26902). A total of 0.2 ml was administered to the middle third and 0.3 ml to the lower third of each hemiface for facial laxity, using a 22g × 50 mm cannula (model: 22[?]50[?]21) with a fan technique and retroinjection. On the same day, the patient also received treatment with 10 ml of sculptra (lot: 5j3402), 1.5 ml to upper third, 1 ml to middle third and 2.5 ml to lower third was administered to each hemiface using a 22g x 50 mm cannula (model: 22-50-21) with fan-like movements in retronjection for facial laxity. One vial of sculptra (lyophilized powder) was reconstituted with 8 ml of sterile water [water for injection] and 2 ml of 2 % lidocaine [lidocaine] without epinephrine. One vial of sculptra was reconstituted with a total volume of 10ml/was injected using 22g x 50 mm cannula (intentional device misuse). On the same day, the patient received also treatment of botox [botulinum toxin type a] (batch number: d0623c3), 84 ui was administered to upper third of the face for static and dynamic wrinkles. The physician reported that all procedures were completed without immediate complication. On (B)(6) 2026, the patient returned to her country of residence, the united states. On (B)(6) 2026, the patient contacted the hcp and reported that she experienced inflammation (implant site inflammation) at the level of mandibular angle. During a virtual evaluation, bilateral mandibular angle swelling/edema (implant site oedema) was observed. Additionally, the patient reported a recent viral syndrome/viral illness (viral infection) with malaise (malaise) and diarrheal episodes (diarrhoea). The patient described pain on palpation (implant site pain) and mild erythema (implant site erythema) but denied fever. An initial diagnosis of an inflammatory reaction at the injection site possibly associated with the viral illness was made. On the same day, the hcp initiated treatment with naproxen [naproxen] 275 mg every 8 hours for 5 days and prednisolone [prednisolone] 5 mg every 8 hours for 7 days. On (B)(6) 2026, the patient was reassessed virtually due to persistent inflammation with minimal improvement of the edema. There was bilateral erythema of the lower facial third, induration (implant site induration) and pain on palpation without fever or discharge. The patient was advised to continue with the corrective treatments, and a soft tissue ultrasound was ordered. On (B)(6) 2026, the patient reported she underwent drainage of inflammatory lesions bilaterally of abundant purulent material (purulent discharge). After which, an unspecified antibiotic therapy was initiated, and a culture of the drained secretion was ordered. On (B)(6) 2026, the culture results were reported and reveled staphylococcus epidermidis (1×10² copies) and corynebacterium minutissimum, corynebacterium striatum, and corynebacterium jeikeium (1×10² copies). The patient reported to the hcp that a dermatologist in the united states performed the drainage and initiated treatment with doxycycline [doxycycline]. On (B)(6) 2026, the patient was hospitalized and received intravenous treatment with piperacillin-tazobactam [piperacillin, tazobactam] and vancomycin [vancomycin]. At the time of reporting, on (B)(6) 2026, the patient remained hospitalized. The reporting physician assessed the adverse events as severe, with possible causality, and the outcome remained not recovered. The patient was undergoing continuous clinical follow-up. Outcome at the time of the report: inflammation was not recovered/not resolved/ongoing. Swelling/edema was not recovered/not resolved/ongoing. Viral syndrome/viral illness was not recovered/not resolved/ongoing. Malaise was not recovered/not resolved/ongoing. Diarrheal episodes was not recovered/not resolved/ongoing. Pain on palpation was not recovered/not resolved/ongoing. Erythema was not recovered/not resolved/ongoing. Induration was not recovered/not resolved/ongoing. Purulent material was not recovered/not resolved/ongoing. One vial of sculptra was reconstituted with a total volume of 10ml/was injected using 22g x 50 mm cannula was recovered/resolved.